Manufacturer narrative:
Method: device manufacturing history records, complaint history and packaging insert review. The following other devices were listed in this report: triathlon-prim tib base plate use mold #1434, cat# 5520-b-500, lot sny7a; triathlon asymmetric x3 patella, cat# 5551-g-320, 968t; triathlon ps fem component, cemented, cat# 5515-f-501, lot xbiir1; it cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. The reported devices were not returned for evaluation. No medical records and x-rays were available. The results of the investigation indicate that there is no evidence that the pt's infection was related to the reported devices based on the limited information provided. The sterilization certificates for all devices were reviewed. No manufacturing and material defects were found for those devices. It is most likely that this event was related to pt or clinical factors. The per database shows that there have been no other reported events regarding the reported lots of product. The current packaging insert stated that transient bacteremia can occur in daily life. To prevent infection at the implant site, it may be advisable to use antibiotic prophylaxis before and after minor surgical procedures.

Event description:
It was reported that, "pt presented with an infection. Surgeon removed implants, put in an antibiotic spacer until infection clears."